Event description:
Information received by medtronic indicated that the customer received a critical pump error/open book image alarm. Pump was exposed to moisture. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump received with partial display and missing segments. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to missing segments and partial display. Unit was successfully downloaded using thus. Pump error 15 was found in the history files on 08/13/2023 12:02:28.000 due to a software error (file number: 0; line number: 1001). Pump error 4 was found in the history files on 08/13/2023 12:02:28.000. Pump error 25 was found in the history files on 08/13/2023 12:00:00.000. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to moisture damage was found on the internal lithium backup battery connector on j6/pcba 1. Pump was cut open to perform visual inspection and found a cracked lcd glass and moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspections: corroded battery tube, corroded home switch, battery tube threads - cracked, scratched case, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage and serial number label missing. Missing segments/partial display was confirmed due to cracked lcd glass. Critical pump error (open book image) alarm was not confirmed. Pump error 25 found was confirmed due to moisture damage on the j6/pcba 1 connector. Pump error 15 was confirmed due to a software error. Pump error 4 was confirmed due to a pump error 15. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.